Event description:
It was reported that the patient¿s blood glucose level rose to 500 mg/dl (27.8 mmol/l) between 5 and 24 hours of wearing the pod. The patient reported that the pod and the new sensor have issues communicating. On (B)(6) 2025, the patient went to the hospital to seek medical attention. The patient was experiencing vomiting, dizziness, very high bg levels, and sweating. The patient was diagnosed with hyperglycemia and was treated with vomex, potassium chloride. The patient was hospitalized for 1 night and was discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a communication error. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to over 500 mg/dl (27.8 mmol/l) between 5 and 24 hours of wearing the pod. The patient reported that the pod and the new sensor have issues communicating. On (B)(6) 2025, the patient went to the hospital to seek medical attention. The patient was experiencing vomiting, dizziness, very high bg levels, and sweating. The patient was diagnosed with hyperglycemia and was treated with vomex, potassium chloride. The patient was hospitalized for 1 night and was discharged on (B)(6) 2025. Additional information received on 16jan2025, the patient was hospitalized for diabetic ketoacidosis. Additional information received on 13feb2026, a new pod was applied.

Manufacturer narrative:
Please see section b5 for additional information. The device has not been received for investigation. The cloud data from the user for the period of (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found several stretches of estimated glucose values (egvs) of -1 while egvs were increasing to urgent high (greater than 400 mg/dl). The system responded appropriately while in automated mode, transitioning the system to automated mode: limited after four cycles of missing sensor values and generating the missing sensor values alert after one hour of missing sensor values. While in automated mode: limited, the system delivered safe basal, which is the lower of the user's manual basal program and adaptive basal rate, when expected. When egvs were received, the automated algorithm was able to appropriately adjust the micro bolus amounts based on the egvs and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The exact cause of the reported pod-sensor connection issues could not be determined, though it could be determined that the system responded as intended when sensor values were missing.

Manufacturer narrative:
Please see section b5 for additional information and b6 for additional health effect clinical code.

Event description:
It was reported that the patient¿s blood glucose level rose to 500 mg/dl (27.8 mmol/l) between 5 and 24 hours of wearing the pod. The patient reported that the pod and the new sensor have issues communicating. On (B)(6) 2025, the patient went to the hospital to seek medical attention. The patient was experiencing vomiting, dizziness, very high bg levels, and sweating. The patient was diagnosed with hyperglycemia and was treated with vomex, potassium chloride. The patient was hospitalized for 1 night and was discharged on (B)(6) 2025. Additional information received on 16jan2025, the patient was hospitalized for diabetic ketoacidosis.